Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a therapy upgrade procedure, this right ventricular (rv) lead was explanted due to product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a therapy upgrade procedure, this right ventricular (rv) lead was explanted due to product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that this rv lead recorded noisy signals in the past and the physician wanted an left bundle branch (lbb) lead so decided to explant and replace this lead. No adverse patient effects were reported. This rv lead remains in service.